Event description:
The customer reported that the valve within the hub is not positioned properly and the catheter does not function. No other harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint from the same user facility for this lot number. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.